Event description:
It was reported that alarms, reverse travel clutch error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were both removed/broken. The investigation found the bottom and right plunger cases were cracked. The pump event history showed a reverse travel clutch error in history. The reported issue verified during occlusion tests. The carriage nut for the position pot tab was loose which caused the reported issue. The root cause was determined to be user error. The technician tightened down carriage nut to factory specification and replaced clutch half's left and right with leadscrew and spring as a preventive measure. Performed function and delivery tests which passed.